Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having trouble with sensor. Customer's blood glucose was 35 mg/dl, which was treated with glucose tablets after customer was having difficulty concentrating. Customer's blood glucose elevated to 56 mg/dl. Customer reported of previously having blood glucose of 18 mg/dl and was hospitalized, customer already reported this. Troubleshooting was performed and at the end of call, customer's blood glucose elevated to 78 mg/dl. Customer was advised to contact healthcare professional regarding low blood glucose.